Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient; see MDR no. 3013394970-2018-00737 for the first device reported that was used on the same patient.

Event description:
The user facility reported that while using the angio-seal device the physician was unable to advance the angio-seal sheath into the artery. Three devices were attempted with two not advancing, the third angio-seal device was successful. The patient was reported to be in stable condition.

Manufacturer narrative:
One 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator was received mated with the hemostasis sheath. Visual inspection revealed that it was noted that the locator was slightly curved. There was no bending or kinking of the sheath near the holes or at any other location. The hemostasis sheath was removed and mated again with the arteriotomy locator. A tactile click was felt and the mating was realized successfully. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that actual sample was the normal product. The exact cause of the reported event cannot be definitively determined.